Manufacturer narrative:
A request for additional details surrounding the event, including patient information and device identifiers, was made to the complainant on (B)(6) 2018. The complainant responded by saying that they are unable to provide any details since no specifics were documented on their end at the time of the event. The biomedical engineer who reported the complaint was not given any details by the nurses as to which device malfunctioned and on which patient. Further investigation could not be pursued due to the inability of determining which device was associated with the event.

Event description:
On (B)(6) 2018 a complaint was received for blood pressure (bp) inaccuracies involving the visi mobile monitoring system on patient a with congestive heart failure (chf). The visi was measuring systolic bp of 130s, and twenty minutes prior to administration of medications (clonidin, lisinopril, coreg, lasix) at 8:00am it was measuring at 120s. At the time of medication the patient was asymptomatic and in no apparent distress. Orthostatic vital signs were taken forty minutes later and the patient's supine bp was 85/54, and the bp while sitting was 76/45. During this time the patient was symptomatic and could not complete the standing orthos. The visi continued to read 109/66. Patient a was given fluids to resuscitate bp.